Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there were multiple instances of out of range pacing impedance measurements on the right atrial (ra) lead connected to this cardiac resynchronization therapy defibrillator (crt-d). The ra lead is a non boston scientific product. No adverse patient effects were reported. No interventions were reported. Currently available information indicates that the system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed to update the evaluation codes.